Manufacturer narrative:
No button error alarms noted during testing. However, the device had intermittent button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing. No moisture damage on electronic assembly during visual inspection. The device had minor scratches on the lcd window, cracked case at display window corner, cracked battery tube threads, and reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. She was wearing the device on bathing suit and she was also sweating. She noticed there was fog under the screen. Her blood glucose was 70 mg/dl. She didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.